Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss that was noted in the cuff after it was removed. A new artificial urinary sphincter system consisting of a 4.0cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss that was noted in the cuff after it was removed. A new artificial urinary sphincter system consisting of a 4.0cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.